Manufacturer narrative:
Concomitant medical products: w1tr01 ipg; 377177 lead; 377179 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months post implant procedure, the patient developed a pocket infection. Antibiotics was administered and the cardiac resynchronization therapy pacemaker (crt-p) system was explanted from the left side and replaced on the right side. No further patient complications have been reported as a result of this event.